Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented remotely with right ventricular lead noise and aborted shock. Transmission showed that r-waves have dropped and that impedance had doubled. The system was explanted. Patient was stable and did not have any adverse events. No reimplant was done.